Event description:
The user facility reported a 67-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After reviewing the low pulsatility waveforms, the physician became concerned that due to the patient's size, they may not be fully supported with the impella cp. The impella cp was removed and the patient was subsequently escalated to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type.

Event description:
It was noted after the patient was escalated to the impella 5.5 that the patient was made a do not resuscitate and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). The user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After reviewing the low pulsatility waveforms, the physician became concerned that due to the patient's size, they may not be fully supported with the impella cp. The impella cp was removed and the patient was subsequently escalated to an impella 5.5. (Cp was alleged to not adequately serving patient needs so escalated to 5.5).